Manufacturer narrative:
(B)(4). The product analysis confirmed the reported issue and indicated that the device was also noisy. Heat was being generated due to bearing failure. The inspection sheet indicates that the device temperature at one minute was as follows: rear: 25.5 c (approximately 77.9 f), middle: 25.2 c (approximately 77.36 f), nose: 110.5 c (approximately 230.9 f). The nose, collar, o-ring, ball, release collar, shaft, middle housing, and bearing were deteriorated. The necessary parts were replaced. The device was cleaned and the final test confirmed no abnormity. The ¿repairing and inspection completion seal¿ was attached. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Manufacturer narrative:
Per the follow-up information received the date of event and date of this report have been changed to september 8, 2014. B5. Follow-up with the complainant indicates that overheating of the device did not take place at the customer's site. The device was loaned to a customer and was evaluated upon its return. Evaluation of the device found heat generation at the one-minute test on september 8, 2014. There was no patient and/or user impact.

Event description:
Follow-up with the complainant indicates that overheating of the device did not take place at the customer's site. The device was loaned to a customer and was evaluated upon its return. Evaluation of the device found heat generation at the one-minute test on (B)(6), 2014. There was no patient and/or user impact.

Event description:
It was reported that the handpiece got hot. Attempts have been made to gather additional information. However, no response has been received at this time. There was no injury reported as a result of this event.